Event description:
New information received indicates that there was no allegation of malfunction against the second leadless pacemaker.

Event description:
Related manufacturing reference number: 2017865-2024-35677 . It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was not properly docked on the delivery catheter. The physician was unable to release the lp from the catheter. The lp was eventually able to be separated after manipulating the catheter. The lp was replaced. The physician attempted to insert the new lp into the body but it was noted the patient had difficult anatomy and the lp was unable to be inserted. The lp implant was abandoned and a transvenous pacemaker was implanted. There were no patient consequences.